Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. No fluid leaks in the test cassette during the test treatment. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. There were no discrepancies encountered in the internal visual inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. A clinical investigation concluded that there was no information provided that indicated a causal relationship between the use of fresenius peritoneal dialysis products and the peritonitis. The most common cause of peritonitis is a breach of technique or biofilm in the peritoneal dialysis catheter.

Event description:
The peritoneal dialysis patient reported having an infection and seeing fibrin within the fluid. The peritoneal dialysis nurse confirmed that the peritoneal dialysis patient was diagnosed with touch contamination peritonitis on (B)(6) 2016. No further information is available.

Manufacturer narrative:
(B)(4)- a follow up MDR will be submitted following the manufacturer's evaluation.

Event description:
A patient's caregiver reported an event of peritonitis during a call to technical support. Upon follow up, the patient's peritoneal dialysis nurse stated that a laboratory test of the patient's dialysis effluent revealed the presence of staph epidermis bacteria, evidence of touch contamination. The patient was administered vancomycin. The patient was not hospitalized and last reported to be asymptomatic.